Manufacturer narrative:
Date sent: 06/07/2007. Info anticipated, but unavailable at this time.

Event description:
It was reported that during a lap choley procedure the first device got stuck on the cystic duct but the site was able to get it off without tissue damge. The customer used a similar device to complete the case with no pt consequence.